Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a knob that was pushed in. It was also noted that the red and white display wires were pinched without compromising the insulation, and one knob was missing. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, via a follow-up phone call for additional information, that the bottom-right knob of the external pulse generator (epg) was broken and pushed-in; the epg was still able to be turned on, however each time the knob was attempted to be adjusted, it would just push in further. The epg has been returned for repair. There was no patient involvement.